Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer in regard to a patient receiving bupivacaine and morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that after the pump was implanted, every time the nurse would attempt to refill it was almost impossible to get to the site because it was moving so much. At one point, the pump flipped after which it was flipped back by the patient. The pump flipped in (B)(6) 2015, or before. The pump was eventually moved up to underneath the rib area. The pump revision occurred in the middle of (B)(6) 2016. After it was moved up, the patient was on antibiotics, but developed a blood clot and infection in (B)(6). The patient went to the hospital and had IV antibiotics. The patient had a cat scan, which showed fluid in there, so the pump was explanted. The catheter remains implanted. It was noted that it was cleaned out, and the patient has an appointment on (B)(6) 2016 with a healthcare professional to reassess. If everything looks ok, the patient will be implanted with a new pump. The situation was being addressed by the patient¿s healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.